Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with their carelink pro. The customer reported that there was no data available from the month of (B)(6), however, on the customer's personal account it was reported that they had uploaded an insulin pump. The customer was advised to contact a carelink specialist in (B)(6). The product was not returned. Nothing further to report.